Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. The impedance measurements were observed to be chronically high. No changes were made and the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. The impedance measurements were observed to be chronically high. No changes were made and the rv lead remains in service. No adverse patient effects were reported.